Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient line had not separated from the transfer set. The patient had not pressed go prior connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have any pets which could cause damage to the supplies. There was no damage noted to the over pouch or carton, and a sharp object was not used to open either. The supplies were not damaged by an outlet port clamp or assist device. The technical service representative (tsr) found that he hp forgot to close off the spare line clamp. The tsr assisted the hp in clearing the alarms so that the hp could open door to remove the cassette and bags. The hp elected to set up again with new supplies. The tsr referred the hp to on call his registered nurse for further medical instructions. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.